Event description:
The initial reporter received questionable elecsys tsh, elecsys ft4 iii, and elecsys ft3 iii results for one patient sample with a cobas 6000 e601 module. The initial tsh result was 0.032 uiu/ml. The repeated result was 1.230 uiu/ml. The second repeated result was 1.240 uiu/ml. The initial ft4 result was 0.04 ng/dl with a data flag. The repeated result was 1.59 ng/dl. The second repeated result was 1.60 ng/dl. The initial ft3 result was 0.57 pg/ml. The repeated result was 2.10 pg/ml. The second repeated result was 2.05 pg/ml. The questionable results were not reported outside of the laboratory. The tsh reagent lot number was 574298 with an expiration date of 30-sep-2022. The ft4 reagent lot number was 547168 with an expiration date of 31-may-2022. The ft3 reagent lot number was 547180 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. A general reagent problem was not confirmed. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.